Manufacturer narrative:
Additional information was added to b3: h11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp standard bore catheter extension set leaked at the connection site to the intravenous (IV) cannula. The issue was further described as follows: the infusion of IV solution was initiated, and leakage was observed under the dressing at the IV insertion site. The dressing was removed, and an attempt was made to tighten the connection; no further leakage was observed. A bd insyte 24g 0.75" catheter was used. This occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.